Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue was identified during the preventive maintenance. Philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch was not working. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found the wi-fi indicator was intermittently lit and the footswitch battery was fully charged confirming footswitch connection issue occurred intermittently during system boot-up. To resolve the issue, fse replaced the wireless footswitch. The defective part was sent for failure analysis, for wireless footswitch failure was observed and the failure was found to be one of the anti-slip rings was missing, indicating a loose and broken-off element within the footswitch, footswitch bracket was found to be loose and also an electrical defect in the footswitch. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use, and the issue happened due to improper maintenance. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's footswitch was not working, preventing imaging. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.